Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer had experienced sensor reading discrepancies for about 2 months; receiving inaccurate high and low alerts. Blood glucose value at the time of the hospitalization was between 400 and 500 mg/dl. Most recent blood glucose value was 110 mg/dl. Nothing further reported.